Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had to press buttons multiple times and received unexplained random no delivery alarm. The insulin pump had batteries lasting less than 7 days and battery life was diminished and lost some loudness. No harm requiring medical intervention was reported. The device will not be returned for analysis.